Event description:
A 59 year old male patient treated with impella cp due to acute myocardial infarction complicated by cardiogenic shock. Patient had a history of known coronary artery disease and had cardiopulmonary resuscitation previous to support. One day after initiation of support hcp reported a controller error alarm. Placement signal of the pump was note as absent and reappeared once alarm resolved. Clinical support center suggested issue with sensor rather than controller alarm and therefore here coded to pump rather then controller. Day two of support patient experienced ventricular fibrillation runs, which cardioversion into sinus rhythm - coded for medication required as cardioversion was not specified. On day six of support patient had an episode of ventricular tachycardia and required defibrillation. Impella position confirmed and not attributed to this event, but conservatively coded to tachycardia and resuscitation as well as medication required as patient is also medically being managed for arrhythmias. Device was repositioned, no mentioning of reasoning. Patient was continuing to deteriorate and had again runs of ventricular tachycardia requiring additional medical support as well as continuous renal replacement therapy and ventilation. Patient was put on maximum support and deemed to not be resuscitated by family. Patient expired on support after 11 days of support, which is beyond the recommended support time. Case conservatively coded to death. Death was conservatively coded as most likely due to underlying disease and not device-related. Impella support was continued beyond the recommended 4 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. "Aic - controller error/failure: on day 2 of impella cp support, there were simultaneous intermittent issues with the automated impella controller (aic) . The aic alarmed for controller error alarms co-occurred with loss of placement signal, as expected during controller error alarms. The motor current and flow metrics remained unchanged when during these episodes. The nurse spoke to an abiomed csc who suggested, as documented in the complaint description, that the issues likely stems from a sensor issue that triggers the aic ""controller error"" alarm. This is inaccurate, a sensor issue on the pump does not trigger a controller error alarm. However, the resulting recommendation was to not perform an aic exchange. There are no further mentions of this issues and therefore, from the information available, there was no patient consequence. Cp - device in wrong position: additionally, on day 5 of impella cp support there was an issue with the device in the wrong position. This was resolved by a device repositioning and there were no further mention of pump positioning issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.